Manufacturer narrative:
(B)(4). The run data file was reviewed. The analysis of the run data file did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Based on the available data, it also cannot be ruled out that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the single platelet product. No medical intervention was necessary. Donor unit number: (B)(4). The disposable kit was not available for the return because the kit was discarded on the same time as the procedure. This report is being filed due to device malfunction that has the potential for injury.